Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : initially, the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed low telemetry battery voltage. (B)(4).

Event description:
It was reported that prior to implant, the device displayed a gray bar for longevity estimate. The field representative attempted to interrogate on different days with the same result. It was noted that the device was not kept in a cold environment. The device was never implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned for analysis and no anomalies were found. The analyst noted that the measurement test produces a false failure on all models of this device type. The failure is caused by vector express ram ware which writes to the same memory locations used by the test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram was uses this memory space exclusively in the field.